Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during fill. The home patient (hp) unplugged the hc to go to the restroom, came back, and reconnected before plugging the hc back in. The hp received the system error 2240 when the hc was plugged back in, indicating air had entered the setup. Gts explained that the hp would need to end therapy and assisted the hp to end therapy. Product surveillance spoke with the hp's nurse, who said that the hp had just started on the machine and that he would talk to the unit administrator to give him feedback on proper procedures. The nurse said the hp was just seen and therapy was going without complications. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The product code is unknown therefore a 510(k) number, brand name, and catalog number will not be included in the emdr. The sample is not available for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).